Manufacturer narrative:
The investigation into the low pump flow and the optical signal issue issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the low pump flow issue was most likely due to kinked cannula per clinical and log review. The cause of the temporary pump stop issue was most likely biomaterial. The cause of the positioning issue was most likely use related due to improper technique.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While swapping the peel away sheath with the repositioning sheath, the user accidentally advanced the entire pump into the left ventricle. The device kinked and repositioning was completed successfully. However, shortly after, the placement signal began to malfunction and pump flows dropped. Due to the noted failures, the decision was made to replace the pump. There was no patient harm.